Event description:
The dexcom g6 continuous glucose monitor sensor insertion device failed to disconnect from the sensor that was inserted into the patient. This is a recurring problem and has happened to at least for devices over the last week. This failure made it impossible to use the sensor and resulted in significant pain and bleeding at the sites of insertion. In addition, the lack of a continuous glucose monitor made the closed loop pump inoperable and resulted in a life threatening low glucose incident during the night. Dexcom has significant quality control issues with the g6 sensor. FDA safety report ID # (B)(4).